Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(4) 2016, atrial pacing impedance measured 4047 ohms up from a trend of 399-494 ohms. Atrial pacing impedance is varying from 456 ohms to 4047 ohms. Analysis of the device memory indicated atrial oversensing. Beginning (B)(4) 2016 atrial oversensing is observed in s2d egms.

Event description:
It was reported that the right atrial lead alerted for out of range high impedance with a spike to infinite measurements. Oversensing was observed on some atrial episodes. The lead was reprogrammed, and remains in use, though the lead will later be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.